Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment and thirteen inappropriate treatments. The device was started up at 07:13:03 on (B)(6) 2024. At 20:19:00, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 20:20:21, the patient received the first inappropriate treatment. CPR/motion artifact contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 20:21:02, the patient received the second inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 20:21:31, the patient received the third inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. At 20:22:10, the patient received the fourth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 20:22:42, the patient received the fifth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 20:23:47, an arrhythmia was detected. ECG was obscured due to CPR/motion artifact. At 20:25:25, the patient received the appropriate treatment. Rhythm at time of treatment was fine vf. Post shock rhythm was asystole with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 20:25:56, the patient received the sixth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. At 20:26:54, the patient received the seventh inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 20:27:35, the patient received the eighth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 20:36:45, an arrhythmia was detected. ECG shows asystole CPR/motion artifact. At 20:37:15, the patient received the ninth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 20:37:45, the patient received the tenth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 20:38:32, an arrhythmia was detected. ECG was obscured due to CPR/motion artifact. At 20:39:37, the patient received the eleventh inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. At 20:40:03, the patient received the twelfth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. At 20:46:55, an arrhythmia was detected. ECG shows asystole CPR/motion artifact. At 20:47:42, the patient received the thirteenth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. The electrode belt was disconnected at 21:15:12 on (B)(6) 2024.